Event description:
It was reported that during a roux-en y gastric bypass procedure, the device was successfully fired three times. After reloading device and attempting to fire on fourth occasion the device¿s firing trigger would not close when applied to tissue. Team leader identified that some staples were expelled during this time. White cartridge used to fire on small bowel, this is still in device itself. Device was then removed from tissue and new device opened. Procedure was prolonged by two minutes.

Manufacturer narrative:
(B)(4). Damaged spring cartridge lockout tab, incomplete-interrupted cycle. Additional information was requested and the following was obtained: from the discussion I had with team leader, some staples were observed to have fallen out of cartridge onto tissue after the device failed to fire. Once the device would not fire on tissue it was removed away from patient. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/8 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.